Event description:
It was reported that the time-to-therapy was longer than expected. There is a concern for undersensing. The implanted system successfully shocked and converted the arrhythmia, but the doctor believes the system should have detected the arrhythmia sooner. The patient hit his head due to syncope. The sensing vector was programmed to the primary vector. Technical services reviewed the data and recommended some programming options. There were no additional adverse patient effects. The system remains implanted.